Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 1 year, 8 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2017 with complaints of lightheadedness, 3 gram hemoglobin (hgb) drop, dark stools and fatigue. As of (B)(6) 2018, the lvad clinician reported that no source of active bleeding had been identified. The patient has known arteriovenous malformation. No studies/interventions performed other than below. Gastroenterology recommended a non-emergent future scope which has not yet been performed or scheduled. The patient was transfused 1 unit of packed red blood cells and treated w/ IV iron and anticoagulation was held. Coumadin had been restarted on (B)(6) 2017 and patient¿s hgb and vad flows remained stable. The patient was discharged home on (B)(6) 2017 as event had resolved. The plan will be to follow patient¿s blood count closely as an outpatient, possible future non-emergent scope. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported gastrointestinal (gi) bleeding could not be conclusively determined. The submitted system controller log file contained approximately three days of data. The pump maintained a speed above the low speed limit without any notable alarms active in the log file. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.